Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to unspecified glucose readings obtained on a healthcare professional (hcp) meter. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic, self-presented at the hcp, and the customer received an hcp administration of an unspecified intravenous drip for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.